Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 125 mg/dl, 91 mg/dl, 81 mg/dl and 52 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was experiencing some hypoglycemic symptoms before testing and he self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.